Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was stretched at the tip, and dried blood/tissue was present around the helix. In addition, cuts were noted in the insulation along with deformed conductor coils. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this newly implanted right ventricular (rv) lead presented to the emergency room (ER) with chest pain, high threshold measurements and loss of capture. An echocardiogram was performed which looked normal. An x-ray was also performed and the lead appeared to have moved. A surgical revision was performed and the lead was explanted and replaced.

Event description:
Additional information was provided that a perforation of the patient's heart wall and pericardial effusion had also occurred. No additional adverse patient effects were reported.